Manufacturer narrative:
The initial reporter named in is a getinge employee whose contact details are: pedro ore/ phone number: (B)(6). E-mail address: (B)(6); which differs from that of the event site. The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The sheath was over the membrane. The extender tubing and pressure tubing were also returned. An inner lumen break within a kink, along with an optical fiber break were observed within the membrane at approximately 26.2cm from the iab tip. Additionally, a catheter tubing kink was also observed near the y-fitting at approximately 76.7cm from the iab tip. The evaluation confirms the presence of a kink as an as analyzed failure. However, we are unable to conclusively determine when this kink may have occurred. Therefore, the root cause for the kink is impossible to define. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event.

Event description:
During the investigation of the returned intra-aortic balloon (iab) involved under mfg report number 2248146-2020-00337, a kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.